Event description:
It was reported that, "as dr (B)(6) was impacting the inserter the implant broke at the flange, we loaded another same size and again the implant broke at the flange."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result and conclusion will be made available following an engineering evaluation.